Manufacturer narrative:
(B)(4)

Event description:
Device 2 of 2, reference MFR report: 3008829311-2016-00194. It was reported the patient ((B)(6)) was implanted with 3 leads (1 from lot ab1442 and 2 from lot ab1437) as part of an axium neurostimulator system. Following the implant, the patient began experiencing a new pain in his lower abdomen. Surgical intervention was undertaken on (B)(6) 2016 and the physician reduced the slack in one of the leads, which caused the pain to cease. However, the pain later returned at which time the physician explanted all 3 leads. Following the explant, the new pain had decreased by 50%.